Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: a photo and video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, a 18g of force was observed on carto 3 screen; this can be considered a high force value and could be related to the vector issue reported by the customer. However, blood is observed on pebax sleeve, no external damages are observed. Additionally, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. The device was connected to the carto 3 system, and it was recognized; however, error 105 was displayed on the screen due to the reddish material inside the pebax condition. Resistance values on the printed circuit board (pcb) were verified and found within specifications. A manufacturing record evaluation was performed for the finished device 31776275l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, the force vector displayed on the carto was inverted. Blood leakage was found in the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.